Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro tip was found to be bent after the sterile packaging was opened. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro tip was found to be bent after the sterile packaging was opened. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed. The heater wire was observed to be flexed and slightly twisted from the hot jaw, with detachment at the tip. No other visual defects were observed. Based on the return condition of the device, the reported failure ¿material twisted/bent" was confirmed.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed. The heater wire was observed to be flexed and slightly twisted from the hot jaw, with detachment at the tip. No other visual defects were observed. Based on the return condition of the device, the reported failure ¿material twisted/bent" was confirmed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro tip was found to be bent after the sterile packaging was opened. A replacement device was used to complete the procedure. The hospital did not report any patient effects.